Manufacturer narrative:
D6: device was not returnned for eval.

Event description:
During a laparoscopic removal of the ovarian cyst the ez35w it jammed right out of the package. The second ez35w the cartridge fell out into the patient and it was retrieved. The third ez35b could not be reloaded. The fourth instrument was used to complete the case. There was no consequence to the patient.